Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/11/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product received for analysis was identified as product code vcp365h. Visual inspection and metallurgical analysis were performed on the returned product. A blunt tip was observed. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The surface was examined in multiple locations to determine the fracture mode. The evaluation revealed a blunt tip. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery procedure on an unknown date and suture was used. During the procedure, the needle was not penetrating during use, so the tip was checked and found to be missing. After confirming that there was no broken part inside the body or the procedure room, the surgery was continued. It is unknown whether the defect was already present when the package was opened. The suture method was continuous suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: "is it possible to clarify when did the issue occurred (in the package/removal from package /during passage through tissue)? It is unknown whether the defect was already present when the package was opened. Were x-rays taken to locate the needle? Unk. Was any other tissue damaged as a result of searching the needle?no. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Ryohei mori I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note." Trade name - (B)(6). Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.